Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: during investigation, the black box showed a partially discharge battery being installed leading to a "low battery" warning and "replace battery" alarm. There was no damage found to the returned battery cap or compartment. There was moisture observed behind the display lens. The batter cap was fully tightened to the pump and powered on. The current draws were measured to be within specification. A "battery life" issue was not duplicated during testing. A leak test failed due to a base crack. The pump cover was removed and there was evidence of moisture found on the printed circuit boards and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.